Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 178 mg/dl. Alarm and possible causes were explained to customer. Customer reported he was carrying things into his apartment and maybe something could have pressed the buttons on the device, when asked if any significant event that may cause the device to alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot, and a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.